Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, after deployment when pulling the device up to the surface to harvest the sutures, the suture did not release from the suture bearing. This required force to remove the device. The lever had been closed prior to device removal; however, it was confirmed when the device was visually examined after removal that the foot had not closed. Manual arterial compression was applied to achieve hemostasis. No femoral angiogram was take prior to the procedure to verify the puncture site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier - excessive force. H6: medical device problem code 2017 clarifier - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty closing the foot could not be confirmed as the foot successfully deployed and retracted as expected during returned device analysis. The reported difficulty removing the device and suture could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, after deployment when pulling the device up to the surface to harvest the sutures, the suture did not release from the suture bearing. This required force to remove the device. The lever had been closed prior to device removal; however, it was confirmed when the device was visually examined after removal that the foot had not closed. It should be noted that the prostyle instructions for use (IFU), precautions section 8.0 states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the reported force applied to remove the device was circumstantial due to the difficulties experienced and would not have contributed to the overall event. Therefore, will not be included in the account requested letter. It was reported that femoral angiogram was not performed. It should be noted that the prostyle instructions for use (IFU), access site and puncture considerations section 12.2 states: prior to deployment of the perclose prostyle device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs), posterior wall suture placement and/ or possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram specifically contributed to the reported difficulty. Therefore, will not be included in the account requested letter. The investigation determined that the reported difficulties appear to be related to operational context. It is possible that the suture was tangled or caught in the foot such that contributed to the foot not closed as reported. This would subsequently contribute to the reported difficulties removing the device and suture as the foot would be restricted from fully closing due to the suture caught in the foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.